Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and will not finish the boot up process when bme attempted to reboot it. The medical staff moved the patients being monitored by this cns to a different wing and are being monitored there by transmitters. No patient harm was reported. Nihon kohden technician performed troubleshooting with the bme but no resolution. Customer was sent a loaner and returned this cns to nihon kohden for inspection. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and will not finish the boot up process when bme attempted to reboot it. The medical staff moved the patients being monitored by this cns to a different wing and are being monitored there by transmitters. No patient harm was reported. Nihon kohden technician performed troubleshooting with the bme but no resolution. Customer was sent a loaner and returned this cns to nihon kohden for inspection.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and will not finish the boot up process when bme attempted to reboot it. The medical staff moved the patients being monitored by this cns to a different wing and are being monitored there by transmitters. No patient harm was reported. Nihon kohden technician performed troubleshooting with the bme but no resolution. Customer was sent a loaner and returned this cns to nihon kohden for inspection.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and will not finish the boot up process when bme attempted to reboot it. The medical staff moved the patients being monitored by this cns to a different wing and are being monitored there by transmitters. No patient harm was reported. Nihon kohden technician performed troubleshooting with the bme but no resolution. Customer was sent a loaner and returned this cns to nihon kohden for inspection. Service requested / performed: evaluation / repair. Investigation summary: nihon kohden repair dept. Was able to confirm the reported issue and replaced the mother board in the device, tested the unit and returned it to the customer. Root cause analysis: spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, use is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.